Event description:
It was reported that during acetabular impaction in 2009, the locking ring become loose and fell out. The surgeon tried to reseat the ring without success and the cup and liner were removed and replaced with an alternate cup shell and liner component. This caused a delay greater than thirty minutes to the procedure.

Manufacturer narrative:
This report filed november 10, 2009